Event description:
On (B)(6) 2015 the manufacturer received a complaint that a patient was using a non-salter branded concentrator. During use the concentrator caught fire and flames went through the 1600hf-7, nasal cannula to the patient's nose. The patient called his doctor and his doctor recommended the patient have antibiotic ointment cream applied to the burned area. The patient applied the ointment for 10 days. The patient is making an appointment with a nose, ear, and throat doctor.